Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was saccular in shape and of an unk size. The aortic neck was about 1.5 cm long, 22 to 26 cm in diameter, mildly calcified, and severely angulated at 80 degrees. The iliac arteries were tortuous and mildly calcified but without thrombus. It was reported that after implanting the talent bifurcated stent graft (MDR# 2953200-2009-01066), a proximal type I endoleak was evident, due to the severe neck angulation. The physician elected to implant an aneurx cuff stent graft (MDR# 2953200-2009-0167) to try to resolve the endoleak; however, the endoleak was still present. The physician then elected to implant a talent cuff stent graft, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval codes, results: (endoleak). Eval codes, conclusion: (severely angulated aortic neck). (Implanting the device in an anatomy with an angulated aortic neck of 80 degrees). (Intervention required).